Manufacturer narrative:
The device was received on 3/10/97 for complaint evaluation. The testing of the returned device confirmed leakage due to a crack in the backplate of the bio-pump. This type of damage is indicative of a severe physical impact prior to clinical use.

Event description:
The report indicated that after 48 hrs of support, blood leakge was noted from bottom of pump. The circuit was successfully changed out. The pt was not affected. The leakage was noted from a cbbp-80 pump.